Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2015, 429688 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedances and noise. A lead fracture was suspected. The pace/sense portion of the lead was capped and an old pace/sense lead was reconnected. No patient complications have been reported as a result of this event.